Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; described as "the dark blue female connector was extending out of the main body of the miniset". This occurred during set up of the device for automated peritoneal dialysis (apd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.